Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was not hospitalized for the event. The patient was treated with tazicef (2g, intraperitoneal, daily for 21 days), vancomycin (loading dose 1750mg, route not specified), and diflucan (100mg orally daily) for peritonitis. The outcome of the patient and action taken with pd therapy were not reported. No additional information is available.